Event description:
It was reported that the patient experienced a pocket infection. Wound debridement was required. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
User facility, uf/importer report number: (B)(4), (B)(6) , date user facility became aware of event: (B)(6) 2021 , type of report: initial, date of this report: (B)(6) 2021, approximate age of device: n/a , event problem codes: n/a, report sent to FDA: yes (B)(6) 2021, location where event occurred: hospital, report sent to manufacturer: yes, manufacturer name and address MFR. Name: medtronic, (B)(4). If information is provided in the future, a supplemental report will be issued.